Event description:
The customer had low bgs. It was reported that the paramedics were called and treated the customer's bg. The customer had high bgs prior going to bed. The cause of low bgs was possible over medication with insulin. Troubleshooting was performed. The programming and bolus history were accurate. Suggested customer call md to discuss possible cause of low bg.